Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Phone number : (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had non-capture and that there were some vhr's (ventricular high rates) that were non-physiologic. It was noted that there was two to one block at upper rates and that the patient had some ppm (pacemaker) syndrome type symptoms. The lead was capped and replaced. No patient complications have been reported as a result of this event.